Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated the cause of the cardiac interference was not determined. The indicated that they thought it was from their pacemaker but was not. They did not have the device placed in the right place. The cause of feeling shocked and felt stimulation in the wrong location was not determined. The patient stated it is mostly user error. The reported issues were resolved in (B)(6), 2021. Device still in patient.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient said they were trying to hook up, and clarified they were trying to use their handheld equipment to connect to their stimulator. The patient was worked with to power up the communicator and tap on the patient application. When they placed the blue side of the communicator on their left side upper buttock, they exclaimed, "oooo, shocked me, shocked me good, shocked me real good, shocked me hard," and reported they took the communicator away from their hip. The patient confirmed they had felt the shocking in their upper left buttock area where the stimulator was implanted, and the shocking stopped when they took the communicator away. They confirmed they did not tap on 'find device;' they had only placed the communicator against them, felt the shocking, removed it from their body, and the shocking stopped. They said it also shocked their cardiac pacemaker. They felt shocking around where their pacemaker was implanted. They said their pacemaker was not this manufacturer's device. Their pacemaker doctor knew they were getting the pelvic health device and the pelvic health doctor knew the patient had a cardiac pacemaker. It was recommended the patient discontinue trying to use their equipment until they could meet in-person with their doctor and bring their equipment with them when they went. It was also recommended they call their pacemaker doctor as soon as they hung up to let them know this had happened. It was recommended they call their pelvic health doctor to let them know this had happened. They were redirected to follow up with their healthcare providers to report and resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.